Manufacturer narrative:
The insulin pump was received with normal operating currents and passed the unexpected restart error test, self-test, displacement test, rewind, basic occlusion test, prime test and excessive no delivery test. However, the insulin pump was received motor error alarm during the occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed the motor test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose between 540 mg/dl and 570 mg/dl.. Customer had symptom of high blood glucose; customer had vomiting, feeling weak, headache, stomach cramps and rapid breathing. Customer was hospitalized due to high blood glucose. Customer was still hospitalized at the time of call and was treated with insulin drip and antibiotics. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed for motor error and customer was able to rewind insulin pump. Call was lost during troubleshooting.